Manufacturer narrative:
One tapered screw vent implant was returned for inspection attached to an implant transfer mount. The product shows signs of wear consistent with use about the threads, drive feature, and vent. The medical event is not verifiable with the information provided. A device malfunction has not occurred, as the device evaluation verified it was conforming at the time of distribution and was within specifications per the measurement comparison. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that patient felt hyperesthesia when the clinician was placing the implant. The clinician decided to remove the implant. Doctor's assistant stated that the patient felt hyperesthesia due to a not enough anesthesia. No other implant was placed in the same surgery.